Event description:
The complaint is reported as: the mdi adaptor is cracking as soon as it is put on the ventilator. The adaptor was switched out for another adaptor.

Manufacturer narrative:
The investigation was not complete at the time of this report.